Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during hemodynamic monitoring on a neonate patient via an umbilical catheter, the pressure monitoring set was noted to be leaking blood about 1.5 hours into the pressure monitoring procedure. The infant was not injured, and a new pressure monitoring set was prepped and used for this patient.